Event description:
It was reported the fiberscope contained foreign material on the tip lens during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was evaluated by the third party repair center and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.